Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that both the patient's right atrial and right ventricular leads exhibited noise and oversensing. The right ventricular lead also exhibited decreased impedance. Both leads were capped and replaced on (B)(6) 2018. The patient was discharged.